Event description:
It was reported the patient's ipg is inoperable due to the patient not charging the ipg as recommended. It was also reported the ipg could not communicate with the charger and programmer. The patient's ipg was explanted and replaced (with a different model). Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.